Manufacturer narrative:
(B)(4). Concomitant products: unknown nexgen stem; unknown nexgen tibial tray; unknown nexgen articulr surface. Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 1822565-2017-03651, 1822565-2017-03652, and 1822565-2017-03653.

Event description:
It was reported that during a knee revision procedure due to unknown reasons, the staff members were unsure of how to remove the femoral stem and requested that information. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the reporter; product identification (part number / lot number) of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.